Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one extended opening, dark ring and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening crease smooth, wear abrasion and stress marks. Based on the device analysis the final assessment is: one opening crease smooth in the side radius assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contralateral rupture. (B)(4).

Event description:
Healthcare professional reported right side rupture. Additionally, healthcare professional reported "creases associated with hole." Device has been explanted and replaced.